Event description:
It was reported that the customer was hospitalized due to high blood glucose between 140 to 300mg/dl, and she is pregnant. The customer went for an ultrasound and she was admitted with high blood glucose. Troubleshooting was declined as customer was confident that her admission was not related to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.